Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin, reusing insulin, and removing cartridge air with an empty syringe. Tandem clinical support informed customer that using cold insulin, reusing insulin, and removing cartridge air with an empty syringe, is off label per the user guide. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.